Manufacturer narrative:
This report is submitted on september 23, 2022.

Event description:
It was reported the patient ingested the battery (date not reported). The patient has been clinically managed, there were no allegations of serious injury or further consequences associated with the issue.